Event description:
The user facility reported that the patient presented with a stroke that required her to undergo intracranial thrombectomy in (B)(6) 2024. An 8fr angio-seal was placed in the left common femoral artery. The patient later presented with further angiograms and percutaneous procedures, from the timeframe of august through present time. It was later determined that she developed left leg claudication which led to dopplers of her pulses in throughout her left leg to be done. It was found that she had a high-grade left common femoral stenosis, which needed to be repaired post angio-seal deployment in august. It was also noted that she had significant neointimal hyperplasia that was near occlusive in nature. She had a prior hematoma to her right groin with ruled out of pseudoaneurysms and av fistula. This angio-seal was placed in the right common femoral artery at another facility. During this procedure she had a stent placed intracranial and this was noted to be stenosed just recently this year. The patient was given thrombin injection for the right groin some time ago and was doing well at the time. The patient had an abundance of past medical history to include multiple procedures. The medications the patient was on is unknown however, they were believed to be on dual-antiplatelet (aspirin and plavix or brilint). The patient had previous computed tomography (CT) scans of abdomen and pelvis to rule out atrioventricular (av) fistulas and hematomas. These were all known to be negative for both between the time frame of procedure being performed and the actual high-grade common femoral stenosis. On (B)(6) 2024 the patient had computed tomography angiography (cta) with no clear atrioventricular (av) fistula, pseudoaneurysm or hematoma to the right common femoral artery. On b)(6) 2024 the patient presented to the hospital and underwent a thrombectomy for a stroke. On (B)(6) 2025 the patient underwent left iliofemoral endarterectomy with bovine pericardial patch angioplasty (non-life-threatening). Additional information was received on 11apr2025: the patient was stable. The patient had a lot of medical problems to include intracranial stent occlusion on dual antiplatelets. The physician had a photo that showed it appeared to with parameters for angio seal deployment. The patient had several computed tomography (CT) scans of abdomen and pelvis which ruled out pseudoaneurysm hematoma or atrioventricular (av) fistula. At the time of the endarterectomy, it was noted that she had significant neointimal hyperplasia that was near occlusive in nature. She had intermittent claudication in her left lower extremity. This case required surgical treatment.

Manufacturer narrative:
. E3: occupation: physician assistant (pa). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a revision surgery. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).